Manufacturer narrative:
The investigation is underway, and a follow up report will be sent when the results are complete.

Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not remain locked while transporting the unit within the user facility. The field service engineer reported the failure was caused by the batteries not holding their charge, therefore not enough energy to engage the control panel and arm assembly. The system would remain in either the locked position or unlocked position depending upon the state prior to disconnecting from the power. The batteries and power module were replaced to resolve the issue. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
A thorough investigation into the reported event of an epiq cvx ultrasound system losing battery power during transport causing the control panel swivel to become unlocked was completed. The service engineer evaluated the system and found the battery was not holding a charge and replaced the batteries and the power module. However, according to philips mechanical engineering, when the epiq system loses power, the swivel function would not stay unlocked. There is a spring on the plunger that controls the swivel locking mechanism. If the system loses power the spring will force the plunger back down and the control panel will stay locked. The service engineer confirmed this is what indeed happened. This was incorrectly reported as unintended motion of the system. A locked control panel is not likely to cause an injury.